Event description:
Left total hip replacement on (B)(6) 2003. He received the depuy total hip pinnacle acetabular cup 54 sz mm, ultamet metal insert neut 36mm 54d, and articular/eze metal-on-metal femoral head. In 2008, he began having pain in his left hip and leg. His hip pinches, burns and pops. This pain is ongoing and makes it difficult for him to walk and perform his job duties. He also has elevated levels of cobalt and chromium in his blood. Reason for use: severe degenerative arthritis of left hip.